Event description:
A customer reported that a cartridge was not fully snapped into the pump. Upon inspection, it was found that an o-ring was present on the pneumatic tap, and debris in the area was identified. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the o-ring and clean the area with an alcohol wipe or lint-free cloth. Afterward, the customer successfully reloaded the cartridge through the pump's load menu, allowing them to resume insulin therapy.